Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiia endoleak and secondary endovascular procedure events were confirmed. The causation for the type iiia endoleak was most likely the remodeling of the aorta (anatomy-related) due to aortic angle change from 29.7 degrees to 78.1 degrees. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to the concomitant use with products outside the IFU (pre-existing stents in the rcia (right common iliac artery). The procedure related harms for this event could not be determined. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft system and vela infrarenal stent graft to treat an abdominal aortic aneurysm. Approximately three (3) years post initial procedure, during a routine follow up, a type 3a endoleak due to reduced overlap between the devices was identified by CT (computed tomography) and angiogram. The physician elected to implant a vela infrarenal stent graft to bridge the overlap.